Event description:
Reporting status: malfunction. Reported rationale: teflon coating coming off the guide wire has the potential to cause embolis. Device issue: teflon coating came off the guide wire. It was reported that the target lesion is an isr lesion (unk what type of stent). The whisper ms was delivered and crossed through the lesion. Another company's balloon was advanced over the whisper, but there was resistance between the balloon and the whisper. After inflating the balloon and removing it, there was a piece of material on it. So, the whisper ms was changed to the new one and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast visible on the tip of the guide wire. There was a bend in the tip, 5 mm proximal to the tipball. The teflon was scraped along the guide wire, 43 cm for a length of 4 mm, 50 cm for a length of 1 mm, 55 mm for a length of 8 mm, 63 cm for a length of 1.5 mm, 63.3 cm for a length of 1 mm, 63.8 cm for a length of 1.5 mm, 64 cm for a length of 1 mm, 66 cm for a length of 2 mm, 68.2 cm for a length of 3 mm and 111 cm for length of 15 cm distal to the proximal end of the guide wire. There was no damage noted to the black polymer coating. There were white and green small particles visible on the black polymer coating of the guide wire. The catheter used in the procedure was not returned. There was gauze returned containing green foreign substance. The green foreign substance on the gauze appears to be teflon from the returned guide wire. There was no other damage noted to the guide wire. The returned guide wire was advanced through a hole gauge and this met manufacturing criteria. A piece of the teflon was scraped from the returned guide wire at the proximal end of the teflon and sent to the chem lab for further analysis comparing the foreign substance returned on the gauze. Product performance engineering has reviewed the case description. Resistance can occur due to pt anatomical morphology, pt disease state, device selection, condition of the devices used, and the condition of the coating of the guide wire. In some instances, such as during high pressure balloon inflation, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances between the guide wire and the catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast, as found in the lumen of the catheter, can also be a factor in reducing clearance. With the clearance in a reduced state, any add'l attempts to retract the catheter over the guide wire can result resistance. Analysis was unable to confirm the reported resistance as a catheter was able to be back loaded onto the guide wire with no resistance. There was material from the case returned to abbot vascular for analysis. Chemical analysis confirmed that the material was similar to teflon. It appears that the material returned originated from the teflon damage. Teflon coating damage of this type can occur due to manufacturing, interaction with associative devices, pushing/pulling technique, and or/or pt disease state. Tightening and loosening the torque device on the guide wire while pushing/pulling the guide wire can contribute to teflon damage as seen in the proximal portion of the guide wire in the analysis. Interaction of the guide wire with the guiding catheter can also contribute to teflon damage. It is possible that the positioning of the guiding catheter caused the guide wire to scrape against the inner braid, which caused damage to the distal portion of the teflon damage seen in analysis. Resistance. Was also reported between the balloon and guide wire, which may have also contributed to the teflon damage on the guide wire. With initial damage to the teflon, any add'l pushing/pulling of the catheter over the guide wire may have caused add'l damage. It is unk if the teflon damage contributed to the reported resistance. Since no damage to the guide wire was reported prior to use, it appears as if the teflon became damaged during case circumstances. However, since teflon damage of this type is uncommon and since the amount of damage is more than typically seen, a field discrepancy notice was opened to investigate the teflon coating process of the guide wire. This MDR is considered closed by the product performance group.